Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(6) 2017: patient was revised to address tibia subsidence and loosening. (B)(6) 2017: ae received for mechanical complication of right internal prothesis - migration/loosening tibial. Event does not meet the definition of serious and is considered moderate. Event is definitely device related and has a remote possibility of being procedure related.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.